Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The foreign material was returned to ric for inspection and analyzation. The material was found to be teflon. The component of maj-2315 is polyethylene, which is different from foreign material. Therefore, there is no relation between the reported event and maj-2315. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material was found to be teflon and may have been caused by scraping off of the endoscope's forceps channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information was received from the customer.

Manufacturer narrative:
The following patient identifiers are linked, (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), a small plastic-like fragment, believed to potentially be the distal cover, fell out into the patient¿s body when a non-olympus guidewire was passed through the duodenovideoscope. The fragment was retrieved with biopsy forceps and the procedure was completed with a backup device. There were no reports of patient harm.

Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is (B)(4) depending on the lot number used.